Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. Photos were returned and show the customers' indicated failure of bent tube lipout. A review of the device history record revealed no irregularities during the manufacture of reported lot# 5175968. Conclusion: without a sample, only photos, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that a 13 x 75 mm, 2 ml, bd vacutainer® naf/na2edta glucose tube with a bd hemogard¿ closure, had a lip defect or crack that caused an insufficient draw. No serious injury, blood to mucous membrane exposure or medical intervention was reported.